Event description:
On 6/3/94 we learned from the hospital that the ventilator failed to work properly on a pt. The hospital told us that the pt had to be "bagged" and placed on another ventilator, but was not affected. We were later told that the pt was off the ventilator on the next day.